Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the drawer was failed. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pockets were operational again. A field service engineer tested the cubie pockets in hta, removed them from the drawer, and checked the cubie contacts for debris. The system functioned as intended the pharmacy technician successfully inventoried pockets from the space. The cause of the issue was undetermined as the system was working upon arrival by the field service engineer.